Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: I also think the yellow on my teeth is gum recession on my lower teeth. I don't really want to finish the bottom treatment because of it, and my teeth keep getting tighter and uncomfortable, along with plaque build-up at the back of my bottom teeth. I currently have my aligners on 8 upper and 7 lower. Please let me know if there's anything else I need to do. The clinical team provided the patient with an aligner evaluation for dual arch refinements. No further response has been received from the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.